Manufacturer narrative:
(B)(4); batch #u5dl2k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage, and with an gst60b reload loaded on the device. The reload was received unfired. The manual override door was out of position, and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled, and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system, and the switch actuator post was found to be broken with the switch actuator loose, which lead to the device's inability to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected, and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. To open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger.

Event description:
It was reported that during a sleeve gastrectomy, the device fired all the way on the first fire of the gun forward to the end of the staple line, but then died and would not return the knife blade back. Surgeon had to use manual override in order to return the knife blade all the way back. The staple formed on the way out. The procedure was completed with a third like device with no patient consequences.